Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Following medical record review, it was noted that the tibial tray was loose. No further information will be reported for the femoral. The previous medwatch was sent in error, and this line of medwatches will be voided.

Event description:
It was reported that bilateral patient underwent left total knee arthroplasty. Subsequently, patient is experiencing pain and loosening of the tibial tray. No revision procedure has been reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06432 and 0001822565-2018-06433. Additional concomitant medical products: unknown persona tibial insert catalog#: ni lot#: ni, unknown persona tibial tray catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee procedure on an unknown date. Subsequently, patient is reporting loosening of the knee, and that a revision procedure will be necessary.